Event description:
It was reported the health care provider ran an impedance report and the report indicated that the lead/extensions were 'broken.' A revision surgery was scheduled for the next day. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).